Event description:
Customer received discrepant troponin t results for one patient sample. Initial result gave 0.53 ng/ml. A second sample obtained same day resulted a <0.03 ng/ml. The initial sample was repeated giving <0.03 ng/ml. Initial result was reported. Patient was admitted to the hospital ccu unit and treated with anticoagulants. No information provided regarding the type of anticoagulant received. No adverse effects of treatment were alleged in this incident. Although a specific root cause was not identified, the investigation revealed that the false positive result was most likely due to a leaking sipper probe detected during an instrument check by the field service representative. The sipper, pinch & measuring cell tubing were replaced, with no further issues reported by customer.